Event description:
Information received from the field notes that the patient felt dizzy, tired and had a slow pulse and was brought in for a check-up. The device exhibited no output, no telemetry and no magnet response.